Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: "I have been unable to gather additional information. No new information at this time." Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and the for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts were made to obtain the following information: what efforts were made to locate the blade during the procedure? Was the blade retrieved from inside the patient? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? How long was surgery prolonged? Was there any change to the procedure or post-op patient care as a result of the delay to the procedure? What is the current patient status? The following information was obtained: unfortunately, since this incident was reported later by customer to sales rep, rep was unable to gather the additional information requested. No new information is available at this time. If further details/additional information is received at a later date, a supplemental medwatch will be sent and supplemental medwatch will be sent for device evaluation when completed.

Event description:
It was reported that during an unknown procedure, the tip of shears broke off inside of patient during procedure. Customer said that active blade is the portion that broke. It is unknown how the case was completed. There was extended surgery time for the patient.